Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a rewind anomaly. When trying to go through the rewind prime process the insulin pump had a blank display. The customer was unable to complete the rewind process. The insulin pump turned back on after taking the battery out and putting it back in. The piston did not rewind. The reservoir was halfway filled but the reservoir icon appeared empty. Customer's blood glucose level was 88 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and error test. No rewind anomaly noted. The device passed all operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no blank display noted. The device was tested with a water fill test reservoir. Several bolus were programmed and delivered. Units left at display properly and match units left at test reservoir. Pump setup the time for 24/12 hour format and the time working properly. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.